Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra operatively during the electrode and probe placement procedure, the surgeon was not able to receive a response after placing the emg tube. The surgeon scoped the patient and the tube was very deep. The impedance was .1 and .2, threshold stayed at 100 and was brought down to 70 during the case and .8 amp on stim level but did not go above that and the case seemed to go as planned. After the case, the surgeon reported that the impedance level was .1 and .2 still and there was still no response, only a tweedle sound. There was no patient impact.

Manufacturer narrative:
H6: the previously applied fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information recevied that, the lack of response from the system was experienced during the procedure and the procedure was completed without issue.